Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately two weeks post implant of the right ventricular (rv) lead it was reported by the healthcare professional that the rv lead was experiencing intermittent t-wave oversensing (twos) post vs (ventricle sense) per the recorded episodes and the healthcare professional would like to eliminate the twos. It was also noted that a lead integrity alert had triggered due to high rate non-sustained episodes and sic (sensing integrity counter). The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.